Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of the implantable cardioverter defibrillator (ICD), it was noted that there was abnormal electrogram reading and bradycardia which was not treated. The physician explanted and replaced the ICD on (B)(6) 2022. Patient condition is unknown.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received.. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.